Event description:
An error with the continuous glucose monitor (cgm) was reported by the customer, specifically cgm error 42. After the issue was discussed, there was no adverse impact on the customer¿s blood glucose level. The corrective action involved a pump reset, which was guided by technical support. After the reset, the error code did not reappear, and the customer successfully began their sensor session again.